Manufacturer narrative:
The field service engineer (fse) wafs at the customer site on (B)(4) 2016. The fse cleaned the extractor cover. The cause o the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that pads are falling off the strips and are getting stuck in the hopper as well as the extractor gate of their ichem velocity urine chemistry analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.